Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) while in transport, the device's display was distorted and clinical information could not be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of a video file from the customer; however the reported malfunction was unable to be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.